Manufacturer narrative:
The returned product was evaluated and found no defects or deficiencies that would contribute to difficulties pushing insulin into the fill port. The rubber fill septum was inspected and no issues were found. The root cause of the reported event could not be determined. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The formed needle was inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the reported event could not be determined. Investigation found a hole in the unexposed portion of the soft cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 145185caw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 or above 13.9, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 3.9 or above 13.9, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose (bg) reached between 5.6 to 15 and then 20 mmol/l (101 to 270 and then 360 mg/dl) after wearing the pod between 1 and 4 hours on the arm. There was two correction boluses of 3 and 4 units of insulin but unable able to lower bg levels. Hyperglycemia treated by patient activating new pod and a manual injection of insulin (exact amount was not provided).